Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillatror (ICD) expired due to unspecified cause. Folowing the patient's death the device was interrogated and a shorted shocking lead fault warning message was present. It was also noted that the pacing and shock lead impedances for this defibrillation lead were out of range. A review of the stored episodes shows that the device detected noise resulting in inappropriate shocks. The inappropriate shocks accelerated the rhythm into ventricular tachycardia. The device exhausted therapy after delivering eight shocks. The rhythm was not successfully cardioverted and the patient expired. According to the clinician, this patient was lost to follow up. The last ofice visit was in 2004. A review of the device history indicates that in 2004, noise was present on the rate/sense channel and in 2006, there were diverted episodes as a result of noise. The device's battery was at elective replacement which was declared in july 2006.

Manufacturer narrative:
Guidant has requested the return of the device and lead, however, as of today, they have not been returned for analysis. If they are returned or if additional information becomes available, this event will be reopened.